Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: intra-operatively in laparoscopic nephrectomy, the device for the exclusion of fat tissue, the surgeon no ted that the device was missing a part. The fallen part was immediately retrieved from the patient. The surgeon said that he didn't add much force to the device even though there may have been some pressure from the side, and that if the device was damaged by the operation, it was too much breakable. The procedure was completed with another device. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the clevis pieces was broken and on both sides of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.